Manufacturer narrative:
(B)(4): sizing issue. Evaluation summary: suture holes are detected around the sewing ring fabric. No inconsistencies detected or in the x-ray. X-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through (B)(4) sales representative. Through follow up with the health care provider, additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The following was reported by (B)(4) sales representative via e-mail: "up at spectrum last week, we had a valve implanted and then explanted during a procedure because the surgeon felt the valve did not fit right. (B)(6) implanted a 25mm and then after looking at the valve in great detail felt a 23mm valve would fit best. He explanted the 25mm during the original procedure and replaced it with a 23mm 3000 valve. Patient is doing well." Please provide a credit. No additional information has been provided at this time.